Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status bos. The ICD was implanted for one month and two charging cycles were recorded to the device memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out, there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. Also the spring elements of the device did not show any deviations. In a next step, the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a normal and expected sensing and shock delivery. In particular, the specified energy level was reached. The impedance measurement functions of the ICD were tested and the ICD proved to work as expected. The clinical observation was not reproducible. In conclusion, the device proved to be fully functional. There was no indication of a device malfunction.

Event description:
One month after the implantation, it was observed that the shock impedance was too high. The ICD was explanted. Should additional information become available, this file will be updated.